Manufacturer narrative:
No results available since no evaluation performed (device or procedural images not provided for review). (B)(4).

Event description:
It was reported that a physician implanted a complete self-expanding (se) peripheral stent to treat a lesion in a patient. It was stated that the physician selected a complete se stent that was 150mm in length however when deployed, the stent appeared shorter than expected, and may have been 80mm in length. It was reported that during deployment, some resistance was encountered then, as the stent had reached the arterial wall and was already apposed in the proximal part; the physician pulled the trigger of the delivery system and applied some additional force to open the remaining part of the stent. The stent totally opened but with an accordion effect and the stent ¿shrunk¿ as if it was a shorter stent. No patient injury or other clinical sequelae were reported.

Event description:
Image review: review of the still images provided by the account confirms the presence of diffuse disease in the sfa. The images capture the ballooning of the right iliac artery. There does not appear to be any images capturing the delivery and deployment of the stent in the vessel.

Manufacturer narrative:
(B)(4).